Event description:
Implant surgery in 1997 or 1998 with anterior and posterior spinal fixation devices. Whether they were implanted at the same time is unknown. Anterior device was definitely from another MFR. Routine post-operative x-rays indicated a "loose" screw in the posterior implants. Revision surgery done in 2000 to remove devices at which time a pseudoarthrosis was found. For unknown reasons the anterior device was also revised. During the anterior portion of the revision surgery the pt's vein or artery was cut with an instrument not made by this MFR and the pt bled to death.